Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v711744, implanted: (B)(6) 2011, product type: lead; product ID 3889-28, lot# v711744, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient took lasix for the past year and their therapy was not working for them in the past year. It was noted that the patient reported the loss of therapy to their health care provider (hcp) and their hcp told them they were counteracting the therapy by taking lasix. The patient was going to call their hcp today to discuss and the patient thought that the device and leads had shifted. It was reported that the patient had no trauma or falls and starting 3 days ago pain came and went and it didn¿t make a difference if the therapy was on or off. The patient had no stimulation sensation and their device was at 2.6v and they were not feeling stimulation. It was noted that the other day the patient changed the batteries on their patient programmer and checked their implantable neurostimulator (ins) because they didn¿t think it was working. The patient was disappointed that they could not have an MRI outside of the head or brain as they had other health issues that they might need an MRI for.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was 50 percent or greater symptom reduction. The cause of the event was determined and it was device related. It was noted that reprogramming was not needed. The patient complained of vaginal and rectal pain and the device was checked by the manufacturer representative and they advised that the lead had been broken and that the battery was near the end of life on (B)(6) 2014\. It was stated that the action taken to resolve the event was that the patient was to have a new system implanted but had to have a cardiac catheterization and the patient would be scheduled when they were cleared by their cardiologist. The patient recovered without permanent impairment and had no pain when the device was turned off. It was reported that the patient had such good results that when they were instructed to turn the device off and monitor pain and keep a diary they would say they were too busy to turn it off and would tolerate the reoccurring pain. The patient was seen on (B)(6) 2014 for a device check. It was noted that the patient needed to up the power and now had stinging in their right buttocks and right vagina. There was an assessment of the patient's micturition and of their urinary incontinence. It was stated that the patient would plan on turning the device off completely and see if it changed and then turn up to the level before they got the pain issue. If not adequate the patient would check with the manufacturer and might need a replacement.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. Appointment dates of (B)(6) 2014 were noted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and health care provider (hcp) reported that the device never worked for the patient and the broken lead and ins needed to be replaced. The lead was broken in half in 2013. This was due to a sudden change in therapy or symptoms. There were no trauma or falls related to the issue. The patient was not seeing their managing hcp anymore and the surgery would not be done. The patient wanted it out, it was a piece of junk, and it did not work. The hcp did not implant properly. The managing hcp confirmed that the lead and battery for the patient were intact. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.